Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3080031. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure modes for broken male luer and sleeve non-recovery was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes broken male luer and sleeve non-recovery. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before using bd vacutainer® flashback blood collection needle 3 needles were found broken and 7 more broken needles were found after opening package. No patient impact was reported. The following information was provided by the initial reporter: phase: during product use/unpacking. Defect: 3 broken needles were found during use of the product; 7 broken needles were found after opening the outer packaging. Quantity: 10 pieces in total. Impact: no impact on patients or users.

Event description:
It was reported that before using bd vacutainer® flashback blood collection needle 3 needles were found broken and 7 more broken needles were found after opening package. No patient impact was reported. The following information was provided by the initial reporter: phase: during product use/unpacking defect: 3 broken needles were found during use of the product; 7 broken needles were found after opening the outer packaging. Quantity: 10 pieces in total impact: no impact on patients or users.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.